Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient codes: (B)(4). It was reported that the patient underwent a revisionary procedure on (B)(4) 2017. It was reported that the patient experience pain, swelling, adhesions and scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and again on (B)(6) 2014 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.